Event description:
It was reported that there was a problem with exposure. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. The rse performed the troubleshooting action and found that the ip-pc computer was not starting. The review of log file showed malfunctioning frontal ip-pc. The rse stated that the incident occurred only once, and the issue didn't occur in the last three months. The rse advised the customer that if the issue reoccurred again in the future, the customer needs to perform diagnostics of the ip-pc. After rse's service, the system returned to use in good working order. The codes were updated based on the investigation outcome.